Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose level as 360 mg/dl, which he tried to treat with a bolus by the pump. Further, the patient was throwing up and felt tired. He had a knee surgery in the past and was on different drugs. The patient thought that this could have led to it. On (B)(6) 2019, the infusion was changed. Subsequently, on (B)(6) 2019, he was admitted to the hospital due to diabetic ketoacidosis and his blood glucose level was reported to be 600 mg/dl and he was treated with some drip intravenously (drug name unknown). Upon removal of the infusion set, the cannula was found to be bent and curled up. It was stated that the patient forgot to fill the cannula dead space after removing introducer needle. On (B)(6) 2019, the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.